Manufacturer narrative:
(B)(4). Above rated burst pressure (rbp). There were no reported product deficiencies. Dissection is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. It should be noted that the IFU states: do not exceed the labeled rbp. Use of pressures higher than specified may result in a ruptured balloon with possible intimal damage and dissection. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a 98% stenosed lesion in the proximal right coronary artery with mild tortuosity and heavy calcification. Pre-dilatation was performed and the 3.0 x 23 mm xience v stent delivery system (sds) was advanced without resistance. The sds was inflated one time at 18 atmospheres (atm), and the stent was deployed. It was then noted that a dissection occurred. The patient was sent to surgery for treatment of the dissection and the lesion. The patient had a good outcome. No additional information was provided.